Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use in a dialysis shunt percutaneous transluminal angioplasty. During procedure, upon first inflation, it was noted that the balloon ruptured at 8atm for 3 seconds. The device was removed from the patient's body without any problem. The procedure was completed with a different device. No patient complications were reported.